Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerloc infusion set is confirmed and was determined to be use-related. One 20 ga x 0.75 in. Powerloc infusion set without y-site was returned for evaluation. An initial visual observation showed saline use residues throughout the returned infusion set. A functional test of infusing water into the infusion set using a 12 ml syringe revealed the extension tubing leaked just proximal of the yellow needle housing. An attempt to remove the needle revealed the needle was adequately glued into the needle housing. A microscopic observation revealed adequate adhesive was added to the needle housing of the infusion set. A small, longitudinally aligned split was observed at the distal end of the extension tubing. The split exhibited sharp fracture edges and shiny striations along the fracture site. The observed split contains characteristics typical of damage from a sharp instrument such as a scalpel. An examination of the infusion set structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient was admitted to the hospital with a malignant tumor of the breast, and at 9:00 on may 6, before connecting the indwelling needle to the patient's infusion port, the implantable drug-delivery device indwelling needle was found to be leaking from the bottom of the needle shank where it connects to the clear catheter when it was pre-flushed with saline, and it was given to re-replace the implantable drug-delivery device indwelling needle, which was able to be used normally.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient was admitted to the hospital with a malignant tumor of the breast, and at 9:00 on may 6, before connecting the indwelling needle to the patient's infusion port, the implantable drug-delivery device indwelling needle was found to be leaking from the bottom of the needle shank where it connects to the clear catheter when it was pre-flushed with saline, and it was given to re-replace the implantable drug-delivery device indwelling needle, which was able to be used normally.